Event description:
Malfunction: system shuts down. The facility biomedical engineer reported the system shuts down. The system will deliver 900 pulses and then it stops working. The customer has to reboot the system. Additional info from the biomedical technician stated they turned the system off and then on. The system worked and then the system shut down again. They switched out the system and completed the case. There was a 5 minute delay. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was calibrated. The system was tested and met all product specifications. (B) (4). (B) (4). (B) (4).